Event description:
Customer reported the table will move, but the x-ray arm will not come on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the actuating fork on the solenoid. System operates as intended.